Event description:
It was reported via the implant patient registry that a 2700tfx 25mm aortic valve, implanted for one (1) year and four (4) months, was explanted due to perivalvular leak. Per the operative report, the aortic valve was intact but there was a perivalvular leak. The explanted device was replaced with a 2700tfx 23mm valve. The patient also underwent mvr and tricuspid valve repair with non-edwards devices. Tee showed a normal functioning aortic and mitral valve and trivial tricuspid regurgitation. The patient tolerated the procedure well and left the or in stable condition. He was discharged home on pod #9.

Manufacturer narrative:
Additional manufacturer narrative: regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Technique and anatomical related factors can contribute to the development of pvl. In this case, there has been no indication or allegation of a device malfunction. The aortic valve was noted to be intact. The root cause of this event cannot be conclusively determined; however, this event was likely due to patient and/or procedural related factors.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a 2700tfx 25mm aortic valve, implanted for one (1) year and four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 2700tfx 23mm aortic valve. No other details provided.